Manufacturer narrative:
This is a report of use error in which there was an incomplete connection of a supply line which is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis therapy. During troubleshooting, it was discovered that the white supply line was loosely connected. The technical service representative assisted the patient to clear the alarms and remove the cassette and reviewed proper procedures as per user manual. The patient would drain out with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.